Manufacturer narrative:
Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction, but was not returned for evaluation. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification. Note: the flocare pump is manufactured to specification by mmdg for the OEM manufacturer. This device is sold exclusively to an international market. However, it is similar to the enteralite infinity enteral feeding pump available for distribution in the u.s. Pump was not returned to u.s.

Event description:
Customer states, pump did not stop when feed was finished continuing to pump air into patient.